Event description:
Healthcare professional reported right deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in radius side assessed as surgical damage and observed opening in patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: brown particles observed in the fill channel. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.6a, d.9, h.3, h.6.

Event description:
Healthcare professional reported right deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.